Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with 402:317:865:0000 was confirmed but not reproduced during pump's event history review. The cause of the reported condition was determined to be defective uim u65 software. Uim u65 software was replaced to fix the reported condition. Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. This device is a p1.5 colleague pump with a user interface module software version of 6.13.92.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During a review of the pump's event history by baxter canada personnel, a colleague infusion pump was found to have experienced failure code 402:317:865:0000, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.